Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, angle closure with elevated iop 2.8 mmhg and blurred vision. In a separate visit the lens was exchanged for a replacement lens of shorter length. The problem was resolved. Cause of the event was reported as unknown/patient related. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H3 - device not returned. H6 - health effect clinical code 4581: angle closure, significant reduction of irido-coneal angles. H6 - type of investigation: 4110 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5 - corrected to: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, angle closure with elevated iop and blurred vision. Significant reduction of iridocorneal angles and shallow anterior chamber were also reported. Medical intervantion was initially administered. The lens was later exchanged for a replacement lens of shorter length. The problem was resolved. Cause of the event was reported as unknown/patient related: oversizing based on ocos and pentacam measurement. Probable sulcus to sulcus measurement is much lesser. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim# (B)(4).